Event description:
The patient experienced pericardial effusion/tamponade shortly after the procedure. The physician reported that the transseptal puncture took very long and was very complicated. He thinks that maybe this caused the puncture which led later to the cardiac tamponade. Ablation during the procedure was eventless (no steam pop).